Event description:
Customer reported on a bravo capsule that failed to detach from esophagus. According to the customer, capsule attached and had a successful study. However, the customer is concerned because the capsule stayed attached on the eso for more than 1 week and the physician had to surgically detach it. No further info is available.